Event description:
A nurse reported that during cataract surgery, there was no phaco power and the settings were wrong. The staff attempted to troubleshoot by rebooting the system but it did not work. A second system was used to complete the procedure and there was no harm to the pt. The customer noted the same handpiece was used successfully with both machines.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The doctor's settings were correct upon startup and phaco power was within normal specifications; no problems were found. The system was then tested and met all product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).